Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-06484. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6007067 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out (B)(4)passed the test. Functional air flow test 1 flow according to wi version 2 on reference samples, 5 samples out 10 samples passed the test, the other 5 samples cannot be tested due to the samples were used in special investigation functional air leak test 2 according to wi version 2 on reference samples, 5 samples out (B)(4) passed the test, the other 5 samples cannot be tested due to the samples were used in special investigation device history record (DHR) review: the 6007067 was manufactured according to the wi version 27 manufactured in the line l-1 on 12/may/2024, with a total of (B)(4). Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 06/jun/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6007067 and not found complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Initial and final (B)(4) - device 4 of 5. E1: patient city - (B)(6). Patient country - netherlands.

Event description:
Reference number (B)(4). Events occurred in netherlands. It was reported that patient faced five infusion set leakage event on (B)(6) 2025. The leakage was at the quick release. The infusion set was in use for one day. No further information available.